Event description:
Info was received that reported a pt was hospitalized in 2008 due to blood glucose that was in excess of 500, the reporter stated, they treated with IV hydration and insulin injections. The reporter admitted that during recent set changes the cannula were found to have been pulled out of the skin at the insertion site, and they report have problems keeping the sets from peeling up. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Add'l MFR narrative: customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.